Event description:
It was reported that a home patient (hp) experienced an unknown alarm on a homechoice (hc) device during automated peritoneal dialysis (apd) therapy. At the time of reporting the alarm, the patient was hospitalized for peritonitis and could not recall the specific alarm that occurred. A technical service representative (tsr) initiated a swap of the device. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured in march of 2012. The device was received for evaluation. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included visual inspection, functional and electrical testing of the device. The device history record, service history record and event history log were all reviewed. The reported problem was verified in the event history log as a drain not finished alarm. The cause of the problem is unknown. Should additional relevant information become available, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The homechoice (hc) was reported to be available for evaluation. Should the device be received or additional information become available, a supplemental report will be submitted. The report and investigation of peritonitis will be addressed in report number 1416980-2014-19399.